Event description:
Patient reported that they began vomiting and went to the hosp where they were treated for high blood glucose. Patient was admitted to hosp for 4 days (treatment received: IV insulin).